Manufacturer narrative:
Explant date was provided therefore d6b was updated.

Manufacturer narrative:
Corrected information was provided in d1 (brand name), and d4 (catalog, serial number). Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event is most likely use related to anticoagulation management as the bleeding resolved by stopping heparin.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 57-year-old male patient presenting with cardiomyopathy. During support, oozing was noted at the impella access site. A pressure dressing was applied, and systemic heparin was briefly placed on standby. The bleeding subsequently resolved, and the patient remained clinically stable. The reported event involves an access-site bleeding event. Access-site bleeding is a known risk associated with impella support due to vascular access, anticoagulation, and purge requirements, as described in the instructions for use (IFU). It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding. Based on the available information, the bleeding was managed with standard clinical interventions and resolved without further complication.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.